Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy but was working with the health care professional. It was noted that there was an appointment date of (B)(6) 2015. The reporter noted that the device was implanted into the patient¿s spine on (B)(6) 2012 and had not worked since. The health care professional told the patient that ¿the leads moved¿ and that was why the device was not working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(b)(6,) product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
It was reported that the patient received a spinal cord stimulator in october 2012. The manufacturing representative tried time and again to program the stimulator to the patient¿s lower back with no success. After months of struggling with their pain, the doctor did an x-ray and found out that the lead(s) were not anchored where they were supposed to be. As of 2014-oct-10 nothing had been done except for taking pills for the patient¿s pain.

Manufacturer narrative:
(B)(4).